Event description:
The patient reported that they told their manufacturing representative (rep) about losing coupling boxes, and having to keep their recharging antenna against their implant. They stated that they have had trouble charging their implant for about 1.5-2 years. They confirmed the coupling issue started sometime in 2016. The patient indicated that they think their implant could have shifted, because they have to put pressure on the implant with the recharging antenna. It was noted that the patient had met with their manufacturing representative in (B)(6) 2017, which was when they told them about their coupling issues. The patient stated that their rep suggested using adhesive discs. Adhesive discs were sent to the patient. No further complications or patient symptoms were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that they were supplied adhesive pads at no charge to use when recharging. They added that their coupling issues and shifted implant have not been resolved. The patient noted that the adhesive pads are extremely painful to remove, and it feels like they move the implant when they remove them. They added that they are not using the adhesive pads anymore and are back to using the recharging belt. The patient mentioned that they have to lay down and hold their recharger in place while recharging. No further complications were reported or anticipated.